Manufacturer narrative:
As reported, during the procedure, it was noticed that the avanti plus (si avanti+ transrad kit 11 cm) sheath was kinked and that the tip had a frayed/split/torn condition. There was no reported patient injury. The device was stored in the lab according to instructions for use (IFU). There was no damage noted to the package. There were no visible signs of device/package damage prior to use. The integrity of the sterile pouch was not compromised. The device was prepped according to instructions for use (IFU). The product was not used in patient. A non-sterile cannula sheath introducer 6f, a non-sterile vessel dilator 6f and a mini guide wire were received inside a plastic bag. Original packaging was not received. Per visual analysis, the cannula sheath brite tip/distal tip was observed frayed/split/torn condition. The frayed/split/torn condition was observed bent towards inside the unit. No damages/anomalies were found on received mini guide wire and vessel dilator. The cannula sheath od and ID was measured near to kink condition and the results were found within specification. The unit was sent to sem analysis to determine the root cause of the brite tip/distal tip frayed/split/torn condition. Sem results showed that the cannula tip presented a damaged frayed/split/torn condition and evidence of scratched marks, material deformation and elongations were observed at the surroundings areas of the tip frayed/split/torn condition. Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is very likely that the frayed/split/torn condition found on the cannula tip was a result of the interaction with an unknown object that caused the observed scratched marks and the frayed/split/torn condition. No other anomalies were observed during sem analysis. A review of the manufacturing documentation associated with lot # 17646455 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer of ¿catheter sheath introducer (csi) - kinked/bent¿ was not confirmed. However, a frayed/split/torn condition was observed on cannula sheath brite tip/distal tip. The exact cause of the event reported by the customer as well as the frayed/split/torn condition found could not be conclusively determined during the analysis. However, procedural factors (evidence of elongations) may have contributed to the reported events. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Neither the product analysis nor the device history record review suggests that these events are related to the device manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, during the procedure it was noticed that the avanti+ (si avanti+ transrad kit 11 cm) sheath was kinked and that the frayed/split/torn condition happen. There was no reported patient injury. The device was stored in the lab according to instructions for use (IFU). There was no damage noted to the package. There were no visible signs of device/package damage prior to use. The integrity of the sterile pouch was not compromised. The device was prepped according to instructions for use (IFU). The damaged was noted during the procedure, there it was found that the product was kinked and the device the frayed/split/torn condition. The product was not used in patient. The product will be returned for analysis.